Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a morning low blood glucose (bg) of 64 mg/dl after drinking glucerna the night before, which caused a prior high bg of 201 mg/dl. The user treated the low bg with 12 ounces of juice, and bg returned to range. The agent advised avoiding pre-treating low bg before bedtime. The lowest blood glucose (bg) recorded was 64 mg/dl, and the highest was 201 mg/dl. Bg was corrected with juice. The user reported feeling tired during the low bg and had no symptoms during the high bg. No medical intervention was reported at the time of call.